Event description:
The customer reported that the blue coating on the blade melted and fell inside the pt. The piece was retrieved without any injury to the pt. The incident device was from a phs breast abdominoplasty mz pack. The site will not release any pt info.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2013. Eval of the returned sample found the insulation intact. There was no missing or melted insulation noted. No conditions were identified that would have caused or contributed to the reported event. The returned sample did not appear to have been used.